Event description:
The customer contact reported that during testing at the user facility, the device touchscreen does not respond when pressed and the device will not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.